Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled pulse generator change out procedure. Prior to the procedure, an in-clinic note from september stated that the right atrial lead exhibited auto mode switch episodes due to noise. When the physician, opened the pocket he noted the lead insulation was abraded and could reproduce the noise while manipulating the lead. The lead was successfully capped and replaced on (B)(6) 2016. The patient was in stable condition before, during and post surgery and would continue to be monitored.